Event description:
The customer returned the high flow insufflation unit with no reported complaint or allegation. Upon the device evaluation, it was determined that a failure of an internal board caused the supply pressure sensor to malfunction. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the identified failures is cause not established due to the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.